Event description:
The customer reported to medela healthcare key account manager that the canister on their 0790000l thopaz pump kept popping off while on the pt. The pt's lung collapsed and may have been caused by the canister disengaging while in use. The pt was switched to a different device. After the event the customer tested the pump with a brand new canister but it still disengaged while in use. The device passed checks according to the IFU and appeared to be working properly before the event.

Manufacturer narrative:
The canister was disposed of but the pump is being returned for evaluation. The cause of the canister disengaging while in use has not been determined at this time. Once a conclusion is made or corrected info is received, a follow up report will be filed at the time if applicable. Clinical assessment is ongoing.